Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that upon attempting to advance an impella cp device on a 79 year old female patient, the staff met resistance in the distal aorta. The pump was removed and an angiogram revealed severe stenosis in the distal aorta. The implant was aborted and the introducer was removed. After closing the site, the patient began to complain of pain in their right lower extremity (rle). Their foot became pale with no pulses present in the rle. Another angiogram was performed and a dissection was discovered with no distal flow. The vessel was wired distal to the occlusion and a balloon angioplasty was performed to the common femoral artery. The operation was successful and flow was restored to the extremity.

Manufacturer narrative:
The investigation of delivery issues, vascular damage - peripheral vessel, and limb ischemia has been completed. The pump was not returned for investigation. Data review was not required for this case run. As per the clinical notes, delivery was aborted after the physician encountered resistance in the distal aorta. After the removal of a 14f sheath and closure of the site using perclose devices, the patient began to complain of pain in the foot. Upon examination, no pulses were present in the rle. A femoral angiogram was performed, which revealed a dissection of the cfa. Balloon angioplasty was performed. This intervention successfully restored flow to the distal extremity. The cause of the delivery issue was most likely patient condition related to diseased vessels. The cause of the issue was most likely patient condition related to calcified vessel condition. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Instructions for use as follows: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2025-27190 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27190. H10 instruction for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27190.